Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 475 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose with manual injections. The customer stated that their health care provider believes that their insulin pump was not delivering the set basal. The customer declined troubleshooting the issue and decided to send their insulin pump back for analysis.